Manufacturer narrative:
(B)(6). Complaint of alarm and fault code 16 was confirmed. Cause of alarm and fault code 16 was a defective socket for ic u7 on cpu pcb pn: 550028 with date code/serial number: (B)(4). Product passed functional testing with a known good test cpu pcb installed. Defective socket on cpu pcb has pins that make intermittent contact with processor ic u7. Unit should be repaired or replaced under warranty. After the evaluation the root cause for the reported issue was found to be an electrical component failure. No further investigation is warranted at this time. (B)(4).

Event description:
It was reported that during an unknown procedure an alarm was activated and showed a fault code. It was reported that there was no procedural delay. There was no back up device available. This incident did not result in any patient injury or complications.